Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) level of 269 (mg/dl) with moderate ketones. The contact stated that the customer has a double ear infection and the high bg was not related to the pump or pump supplies. A correction bolus was delivered to address bg level and water was consumed to address ketones. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.